Manufacturer narrative:
Addendum for additional information received: the user was mynx trained. The information for the 6f sheath used in conjunction with the mynx is unknown. The femoral artery¿s suitability was verified on angiography/venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The procedure used a retrograde approach. The vessel being treated was an arterial vessel whose diameter was verified to be greater than or equal to 5 mm. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. There are no reported patient issues. Additional procedural details were requested but are unknown. As reported, the white tamp tube of a 6f/7f mynxgrip vascular closure device (vcd) was not visible. There are no reported patient issues. The 6f/7f mynxgrip vcd was used to close after a coronary interventional procedure. Steps were followed with prepping mynxgrip vcd device. The vessel being treated was an arterial vessel whose diameter was verified to be greater than or equal to 5 mm. The femoral artery¿s suitability was verified on angiography/venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The information for the 6f sheath used in conjunction with the mynx is unknown. The procedure used a retrograde approach. All of the steps were followed with inserting the mynxgrip vcd device and inflating the balloon in an attempt to achieve hemostasis. When the vcd was up against the arteriotomy, the mynxgrip vcd was shuttled down. There was no significant resistance when shuttling down. When the shuttle was brought back up, it was then noticed that the white tamp tube was not visible. No unusual force was applied when retracting the sheath. Therefore, the sealant could not be tamped to finish achieving extravascular closure of the artery. The vcd was removed and manual pressure was held to achieve hemostasis. Additional procedural details were requested but are unknown. The device will be returned for analysis. Additional procedural details were requested but are unknown. The non-sterile 6f/7f mynxgrip vcd involved in the reported complaint was returned for investigation, without the procedural sheath. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant was visible from side slit of the shuttle cartridge. The advancer tube was found inside the shuttle cartridge in manufactured position. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The advancer tube was able to engage the proximal tamp lock during investigation per mynxgrip instructions for use (IFU). No anomalies were observed. A device history record (DHR) review of lot f1816401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ was not confirmed through analysis of the returned device since the advancer tube was present in the device and in the manufactured position. The root cause of the reported incident could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported; however, handling factors are possible since functional analysis was performed successfully. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned device performed as intended per the mynxgrip instructions for use. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1816401 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tamp tube of a 6f/7f mynxgrip vascular closure device (vcd) was not visible. The 6f/7f mynxgrip vcd was used to close after a coronary interventional procedure. Steps were followed with prepping mynxgrip vcd device. All of the steps were followed with inserting the mynxgrip vcd device and inflating the balloon in an attempt to achieve hemostasis. When the vcd was up against the arteriotomy, the mynxgrip vcd was shuttled down. When the shuttle was brought back up, it was then noticed that the white tamp tube was not visible. Therefore, the sealant could not be tamped to finish achieving extravascular closure of the artery. The vcd was removed and manual pressure was held to achieve hemostasis.